Event description:
Procedure: sleeve gastrectomy. According to the reporter: all reloads partially fired, so it did transect and staple but got jammed before halfway of the reload which resulted in a small leak post op. The leak was very minimal hence the doctor had just kept the patient to monitor the leak, no real treatment for the leak was required after discussion with the surgeon. Surgical time was extended by more than 30 minutes due to the product problem. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).